Manufacturer narrative:
Date of event: unknown. (B)(6). (B)(4). Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. The manufacturing record cannot be reviewed since the serial number is unknown. The complaint history was not reviewed since the serial number was not provided. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a patient received a bilateral surgery. Soon after, the patient developed a pseudophakic edema of 600 um that regressed after one month. This report will capture one eye and a separate complaint will capture the other eye. No further information was provided.